Event description:
Concerns about the patient' s battery life were reported as the patient just had their generator placed in 2020 and is now in need of another replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.